Event description:
Impella device incurred an error during surgical procedure. Device rep. Notified, and several troubleshooting interventions were done. Impella still would not work, so device was removed and replaced with new device.